Manufacturer narrative:
Sex, weight, ethnicity: unknown, not provided. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Device evaluation: product evaluation was not performed because the product has been discarded by the customer. Furthermore, the cause is known, the customer used a non-johnson and johnson (j&j) validated cartridge with the j&j lens which is advised against in the direction for use (dfu). The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptic was broken. Reportedly, no additional surgical intervention was required. The patient has recovered from the surgery. The customer indicated the lens was discarded. No further information was provided.